Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a co rep that high impedance (7/limit/high) was received at an office visit with the treating neurologist upon interrogation of a pt's generator and during both system and normal mode diagnostics. The last known good diagnostics were from (B)(6), 2010. In addition, the pt's mother reported changes in conduct and also that the magnet was not so effective as a result of high impedance. Current interventions are to perform an evoked potentials and x-rays. Further info was received from a co rep indicating that the pt's vns was not programmed off due to the high lead impedance. However, the dr has been trained regarding the MFR's recommendations. No pt trauma or manipulation was reported to have contributed to the high lead impedance. A fluoroscopy picture of the neck area was sent and it revealed the electrodes to be placed in normal orientation. The presence of a lead discontinuity could no t be evaluated as the resolution of the exam was poor quality. At the moment no surgical interventions have been planned.